Event description:
It was reported that the pt received a tm glenoid on (B)(6), 2010. On (B)(6), 2013 the pt was revised due to a fracture between the base and keel. The pt had reported that a few months prior to the revision he had experienced a fall and had experienced pain since the event.

Manufacturer narrative:
Investigation in process.